Manufacturer narrative:
According to available information, this lead was repositioned and remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted a right ventricular lead exit block had occurred. A revision procedure was performed. This lead was successfully repositioned. Post procedure, acceptable lead measurements were obtained. No adverse patient effects were reported.